Event description:
It was later added, ¿it dumped four months¿ worth of medicine into my body in four weeks.¿ it was noted that the doctor ¿made a blanket statement [that the] pump failed.¿ after the device was removed ¿they went to withdraw the medicine¿ and there was no dilaudid,¿ ¿it had completely emptied¿ and put the patient in an overdose. It was then noted the patient went into ¿hard¿ withdrawals and heavy overdose for a month and then hard withdrawals for three days before they figured out what went on. The patient stated ¿they had to change my medicine[in the new device], which put me into horrible withdrawals.¿ (see manufacturer report 3004209178-2012-10051 for new pump/medication change/withdrawals.) It was noted pump failed in the past and ¿it just stopped."

Event description:
After additional review, it was noted that the patient had a ¿funny taste¿ in his mouth and describe it as tasting like silicone. The reporter stated that this usually happens when he goes through withdrawal. It was stated by the patient¿s healthcare professional (hcp) that the patient was hypersensitive and speculated the silicone-like taste was due to the pump bladder being empty.

Event description:
It was reported that the patient experienced overdose symptoms followed by withdrawal symptoms following a pump refill on (B)(6) 2012. The previous refill had been on (B)(6). The overdose symptoms began on approximately september 1 and the patient stated he went into withdrawals the afternoon of (B)(6) around 4pm. The patient stated that from (B)(6) through (B)(6) he started "feeling strange and weird". The patient was vomiting and "throwing up but the opposite was occurring". On (B)(6) about 11pm the patient went to the emergency room (ER). The patient was there until 4am and "they couldn't help him and sent him on his way". The patient called his doctor at 8am on (B)(6) and the patient had the pump replaced at approximately 9pm that night. The patient stated that "the pump failed and he had to get it replaced". The patient wanted the residual medication removed and placed in the new pump; however, the doctor informed the patient that "the pump dumped all the meds and was dry". The pump had delivered dilaudid prior to the replacement, although the patient stated that had clonidine and several other drugs in his prescriptions that had been removed along the way. The patient stated that following the pump refill on august 30 he had 120 days of medications but due to shelf life he had it changed approximately every 90 days. The patient stated that he originally was tapering down 10% every 90 days because he wanted to decrease how much medication he was taking in. The patient stated he was "at his best" 2 pump refills prior to the report when he only had "straight dilaudid". The patient stated that there were "issues" with the pump since the beginning. The patient stated there was "one beep for no reason" and the pump logs read that it had been stalling every 10 minutes "but did not affect the performance of the pump". The patient stated that the pump was still dispensing medication before the issue with the overdose. Following the replacement the patient was "pretty out of it" and was released from the hospital the next morning.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2010 (B)(6), product type catheter, product ID 8578, serial# (B)(4), implanted: 2010 (B)(6), product type accessory. (B)(4), analysis of the pump (B)(4), revealed a pump motor feedthru anomaly. The pump was received with reset, safe state and hard motor stall with no recovery. All of the anomalies occurred in the field. During destructive analysis the technician did a high impedance test and noted an anomaly on the m1 feedthru. The battery resistance was also tested on the battery tester and had a passing resistance of 14 ohms. Considering this passing resistance the pump received full destructive analysis to confirm if any other fluid, ecm, or corrosion related anomaly resulting in a short could be found. After removing the inner cover the technician found significant residue, corrosion and bridging across the insulation of the m1 feedthru. This may be the cause of the anomalies seen in the logs.